Event description:
Discomfort. Tammy lux at uf shands has a patient that was recently implanted complaining about abdominal pain. The device was turned off and the pain did not go away. Her impedance is 2-c 249, 3-c 256, and 2-3 368/ patient had first implant on (B)(6) 2024. Uf pains to explant on patient's request.